Event description:
Customer alleges the tilt actuator leaking oil. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA had been initiated for this issue. Model 3grx, (B)(4) was approximately 6 years 5 months old at the time of the incident. The owner's manual part number 1143151 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.